Event description:
The customer reported the sys displayed a collimator iris error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened connectors and repaired 2 wires. The sys operates as intended.